Event description:
It was reported that the zimmer skin graft mesher had wear and tear on the bearings, causing the grafts not to be consistent. No additional information was received.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory, informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/26/2006 and was last repaired on 08/27/2010. Evaluation of the device determined that it was outside of calibration specifications on the right side. Also the 1.5:1 ratio cutter, serial number (B)(4), was determined to be damaged and non-repairable. The 2.0:1 ratio cutter, serial number (B)(4), produced an acceptable test mesh. The ratchet gear, sliding pin, roller gear were replaced and the ratchet assembly was lubricated. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. The device was serviced and returned to the customer.